Event description:
It was reported that, during machine setup for a cori assisted tka surgery, the error "machine exited unexpectedly" comes up on the screen. The real intelligence cori was restarted but still the error persisted. They swapped the drill and were able to continue with the case without significant delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Section h3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an internal exposure motor connection issue. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.